Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead was inspected. The terminal section of the lead was returned severed 17 centimeters from the terminal pin. No irregularities noted on the returned segment of lead other than it being severed. No further testing was performed. The clinical observation was not able to be confirmed.

Event description:
Boston scientific received information that this left ventricular lead needed to be repositioned because it had dislodged. The lead was successfully repositioned. There were no adverse patient effects reported. Subsequently the lead was partially explanted for an unknown reason and returned for analysis. There were no adverse patient effects reported.